Manufacturer narrative:
Integra has completed their internal investigation on 07 jun 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was not confirmed - no issues observed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit will function properly. The unit needed heli-coils added to large starburst threads and general maintenance and cleaning required. Device history record reviewed for this product ID work order and serial# (B)(4) manufactured on 13 feb 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Conclusion: in summary the investigation was unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2014 with no prior service history.

Event description:
It was reported that the a1059 mayfield modified skull clamp slipped during a posterior cervical procedure and the female patient sustained lacerations of 3 cm each. The lacerations were treated with staples for closure. Additional information is pending.